Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the successful intubation, the balloon was found to be leaking. A new endotracheal intubation was immediately replaced with and the operation proceeded smoothly.